Event description:
It was reported to philips that the device printed a false a-fib reading when a normal sinus rhythm was present. The device was being used for patient monitoring at the time of the alleged failure. There was no reported adverse event to the patient or user as a result of the failure. The patient's rhythm was normal with no evidence of an adverse event that could cause harm to the patient.